Manufacturer narrative:
This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal ring rust/corrosion/green was observed in trifurcation. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer approximately twelve years after the date of implant. The lead was analyzed, and consequently tested out of specification (oos). The patient is deceased, and the cause of death was not associated with the oos finding.